Manufacturer narrative:
The pod was received deployed. No issues were found that would result in the reported needle mechanism failure as the device ran for 346 pulses and was deactivated by the user. The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle deploying early.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.